Manufacturer narrative:
The product in question was returned for evaluation. The introducer sheath was noted to be crumpled and holes were confirmed in the tip of the introducer. The device passed functional testing. The exact root cause of the introducer sheath damage was indeterminable.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a tomo biopsy, when trying to remove the needle, the radiologist had a lot of resistance. When the needle was removed it was noted that the sheath had pieces of plastic missing. No patient injury reported and no intervention was needed.